Event description:
Revision surgery- the pt developed osteolysis.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms caused by osteolysis after 10.7 yrs of pt use. The outcomes attributed to this event were non-serious event. There was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number (B)(4). The root cause was most likely due osteolysis. There are no indications of a product or process issue affecting implant safety or effectiveness.